Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer stated that they noticed that the cartridge pigtail was kinked as it was placed in their pocket. The customer's blood glucose (bg) level was not impacted. The customer declined troubleshooting or stating how they were going to address the occlusion alarm with tandem technical support to determine a possible cause of the occlusion.